Event description:
Customer reported she experienced high blood glucose of 400mg/dl. Customer declined troubleshooting. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.